Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose level was over 600 mg/dl. The customer expressed nausea and her chest feeling tight as symptoms of the high blood glucose levels. The customer treated herself with manual injections and, at the hospital, was treated with an IV drip. Customer also underwent an x-ray as well as two stress tests to ensure that her heart was fine. Troubleshooting was done. Advised customer that her insulin pump was working as designed. Advised customer to change infusion set, reservoir and insulin and to treat herself per healthcare provider's instructions. Assisted with clearing a no delivery alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)